Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: during investigation, the black box showed several unexplained pump reboots. The battery compartment was found to be cracked at the threads on the side. The returned battery cap's threads were stripped and the cap was unable to fit to maintain electrical connection. The reported power complaint was duplicated. A test battery cap was able to fit and the ez prime steps were performed with no further power interruptions occurring during investigation, the pump's cover was removed and there was no intermittent condition found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked, and the display was blank due to a loss of power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.